Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s leads were not functioning and were noted to have high impedance and that the battery was also not functioning. The patient underwent a replacement procedure of the leads and the ipg and did well postoperatively.